Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event occurred. Date of issue is an approximation. The cgm showed a value of 109 mg/dl. The patient tested his bg with a meter and got a value of 69 mg/dl. He started to eat a granola bar, but his mouth felt dry, so he went to get a drink of water but lost consciousness while walking to the bathroom. He fell on the ground and hit his shoulder on the doorway. The impact of the fall woke him up. He went to the emergency department (ed) the next day and required stitches for a neck laceration. He also had ongoing lower back pain. On review of his tandem t:slim insulin pump download, it appeared that he had given a bolus for 38 grams carbs, the glucose level increased, and additional insulin was given via the pump. Control iq then suspended the insulin delivery but it appeared this may have occurred after the hypoglycemic event. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.